Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterine endometrium'), device breakage ('device breakage'), endometritis ('endometrium with acute inflammation') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, abortion complete, vaginal irritation, chronic cervicitis, menometrorrhagia, bruising, vaginitis and vulvovaginitis. Concurrent conditions included arthritis since (B)(6) 2014. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2014 to (B)(6) 2014 and paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2014. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("physical pain / pelvic pain"), vaginal infection ("vaginitis"), depression ("depression") and anxiety ("anxiety and mental anguish"), 21 days after insertion of essure. On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy (uterus and cervix removed, total vaginal hysterectomy (uterus and cervix removed), total vaginal hysterectomy. (Uterus and cervix removed) and underwent thermachoice endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device breakage, endometritis, menorrhagia, vaginal haemorrhage, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, embedded device, endometritis, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left ostia trailing coils: 5, right ostia trailing coils: 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming - menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterine endometrium'), device breakage ('device breakage'), endometritis ('endometrium with acute inflammation') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, abortion complete, vaginal irritation, chronic cervicitis, menometrorrhagia, bruising, vaginitis and vulvovaginitis. Concurrent conditions included arthritis since (B)(6) 2014. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from (B)(6) 2014 to (B)(6) 2014 and paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2014. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("physical pain / pelvic pain"), vaginal infection ("vaginitis"), depression ("depression") and anxiety ("anxiety and mental anguish"), 21 days after insertion of essure. On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total vaginal hysterectomy (uterus and cervix removed, total vaginal hysterectomy (uterus and cervix removed), total vaginal hysterectomy. (Uterus and cervix removed) and underwent thermachoice endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device breakage, menorrhagia, pelvic pain, vaginal haemorrhage, genital haemorrhage and metrorrhagia had resolved and the endometritis, vaginal infection, depression, anxiety, vulvovaginal candidiasis and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device breakage, embedded device, endometritis, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: left ostia trailing coils: 5, right ostia trailing coils: 4 patient received pain,bleeding,bladder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming - menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events:post procedural complication, general abnormal bleeding, metrorrhagia, candidal vaginosis was added.new reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: uterine endometrium'), device breakage ('device breakage'), endometritis ('endometrium with acute inflammation') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, abortion complete, vaginal irritation, chronic cervicitis, menometrorrhagia, bruising, vaginitis and vulvovaginitis. Concurrent conditions included arthritis since (B)(6) 2014. Concomitant products included ethinylestradiol; ferrous fumarate; norethisterone acetate (lo loestrin fe) from (B)(6) 2014 to (B)(6) 2014 and paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2014. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("physical pain / pelvic pain"), vaginal infection ("vaginitis"), depression ("depression") and anxiety ("anxiety and mental anguish"), 21 days after insertion of essure. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy (uterus and cervix removed, total vaginal hysterectomy (uterus and cervix removed), total vaginal hysterectomy. (Uterus and cervix removed) and underwent thermachoice endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, endometritis, menorrhagia, vaginal haemorrhage, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device dislocation, endometritis, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left ostia trailing coils: 5, right ostia trailing coils: 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: confirming - menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs and mr received- events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginitis, depression, anxiety and mental anguish, migration of essure device location of device: uterine endometrium, device breakage, endometrium with acute inflammation", reporter, medical history, concomitant drug added. Event "physical pain / pelvic pain" outcome updated to "recovering / resolving". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.